Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR report: 1627487-2017-00577, reference MFR report: 1627487-2017-00578, reference MFR report: 1627487-2017-00579. It was reported the patient was experiencing pain at the extension site. The patient underwent surgical intervention where the patient¿s four 30cm extensions were replaced with two new ones.